Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified bd pen needle was unable to deliver medication and was found to be damaged during use. The following was reported by the initial reporter: "it was reported that pen needle is not functioning. There is no insulin flow through the needle. Upon follow up call, consumer indicated that on an unknown date when priming, no insulin flows and that the patient end could have been "flattened". (B)(6) 2021 - snow case updated information: from phone call on (B)(6) 2021 23:44:42: lot: 0043789. Catalog: 320122. Date of event: unknown. Samples: yes cl. From phone call on (B)(6) 2021 23:38:28: consumer stated, when priming, no insulin flows. Stated, non-patient end not seen. Stated, when she looked inside, she could see "flattened and smooth metal". Stated, it could have been the non patient end, just "flattened". 1 pen needle affected, (flattened) cl verbatim: emailed content copied and pasted below. Cl emailed received under file: (B)(4). "Drop call from bd cs. Patient states she received a call from a _____ regarding her complaint for her ultra fine pen needle. She has been bounced around several times and cannot get in touch with _________. Patient states she went to use the needle and the insulin will not flow through the needle, like there is no connection from the syringe to the needle. She removed the needle and states it looks sealed. Response informed patient we do not handle this product and I will send information over to bd complaints" per us com update in snow emailed content copied and pasted below. Cl emailed received under file: (B)(4). "Drop call from bd cs. Patient states she received a call from a _____ regarding her complaint for her ultra fine pen needle. She has been bounced around several times and cannot get in touch with _________. Patient states she went to use the needle and the insulin will not flow through the needle, like there is no connection from the syringe to the needle. She removed the needle and states it looks sealed. Response informed patient we do not handle this product and I will send information over to bd complaints" received voicemail from consumer stating pen needle is not functioning. Cl hey***, a second file was opened from an email sent in by consumer. The second file: (B)(4) is a "follow up" file. I will reach out to the consumer tomorrow. Please see additional notes added to this file. Cl. Received voicemail from consumer stating pen needle is not functioning. Cl."